Event description:
Reporter indicated that vns patient has occasionally experienced an increase in seizure frequency since vns implant. It was reported that seizure duration and seveity had not changed. Seizure frequency is otherwise unchanged since implant with exception of the occasional increase. The patient reports that use of the magnet is not effective in aborting seizures, but that they can feel the device cycle when magnet mode stimulation is initiated. Device diagnostic testing performed one month prior to time of initial report was within normal limits, indicating proper device function. Treating epileptologist indicated that the patient only experienced an increase in seizure frequency when normal mode output current was set to 1.0ma. Epileptologist indicating that were no medication changes or environmental stimuli that could have contributed to the reported event and that the patient's overall health condition was not worsening. It was reported that epileptologist believes that the reported event is related to the vns therapy because programming the device to off resulted in an improvement of seizure frequency. Programmed normal mode output current has since been decreased to 050ma. Investigation to date has been unable to determine whether the reported increase in seizure frequency is truly an increase over pre-vns baseline frequency.